Manufacturer narrative:
Manufacturer evaluation of the instrument logs showed that: a user selected and loaded the "factory 8hr xylene standard 1" protocol to be run in retort a at 17:04pm on (B)(6) 2021. However, the instrument logs did not record a user selecting the <start> button, which indicates that the scheduled "factory 8hr xylene standard 1" protocol scheduled was not started by a user. Consequently, the 88 cassettes containing patient tissue samples remained in retort a without any reagent for approximately 11 hours and 54 minutes until a user started the "factory 8hr xylene standard 1" protocol in retort a at 04:59am on (B)(6) 2021. No adverse impact on the quality of processing of the patient tissue samples involved in this complaint was reported by the complainant due to the circumstances detailed. At 15:53pm on (B)(6) 2021, a user loaded a protocol to be run in retort a. Both the <unload protocol> and the <run> button would have been active at the bottom right of the gui screen. After selecting the <run> button at 15:53pm on (B)(6) 2021, the following dialog was displayed to the user: "enter the number of cassettes to be processed", with 88 cassettes entered at 15:53pm on (B)(6) 2021. The scheduling protocol dialog box for editing of the protocol steps and selection of either asap or editing of the required processing end time would then have been displayed. The <start> and <cancel> buttons would have remained active at the bottom right of the graphical user interface (gui) screen, with the <start> button coloured green as a visual cue. A user selected the <+ day> button on three (3) occasions at 15:53pm on (B)(6) 2021. However the gui clicks did not record a user selecting the <start> button, which indicates that a user did not start the protocol loaded for scheduling in retort a. Consequently, the 88 cassettes containing patient tissue samples remained in retort a without any reagent for approximately 3 days 13 hours and 17 minutes until a user started the "factory 8hr xylene standard 1" protocol in retort a at 05:10am on (B)(6) 2021. Investigation of this complaint found the instrument functioned as designed (B)(6) 2021, when a protocol loaded for scheduling did not run in either instance, because a user did not select the <start> button from the gui. The root cause of the sub-optimal processing of the "breast core biopsy" reported by the complainant was a use error, which occurred at 15:53pm on (B)(6) 2021. Specifically, the protocol loaded for scheduling in retort a was not executed because a user did not select the <start> button from the gui. Specifically, the protocol loaded for scheduling in retort a was not executed because a user did not select the <start> button from the gui. Consequently, the protocol did not run, and the 88 cassettes containing patient tissue samples remained in a dry retort for approximately 3 days 13 hours and 17 minutes until the "factory 8hr xylene standard 1" protocol was started by a user in retort a at 05:10am on (B)(6) 2021.

Event description:
On (B)(6) 2021, the complainant contacted leica biosystems and reported the following in relation to peloris ii rapid tissue processor (B)(4): "retort a did not complete a run, happened twice, per customer user is loading the program and entering a new end time to the scheduled program, the unit displays the new end time and the program starts, however the user finds the program not started and the retort empty the next morning. The asap function works. The event log display s no error codes or messages. User completed the run on the same retort. The impact on the tissues - breast core biopsy was dry, impact on other tissue unknown." On (B)(6) 2021, the assigned leica field applications specialist-core histology (fas) communicated with the complainant and documented the following information: "I reviewed the logs for two incidents that customer claimed the processor never started. Only one run had negatively affected a patient tissue sample so the customer said only one case was affected but the issue happened on two different processing runs. After reviewing the logs and gui clicks, I was not able to find evidence that the protocols were ever started. I called and spoke with the tech who called the events in and explained that to her and their on site engineer." On (B)(6) 2021, the assigned leica field applications specialist-core histology (fas) communicated with the complainant and documented the following further information: "I spoke with (B)(6) and asked her to run a full protocol using asap end time during the day today and watch to be sure the reagents fill the retort properly and that the protocol runs to completion successfully. She did this and the processor completed the protocol without any errors. I then asked her to schedule a processing protocol to run overnight to be sure that a scheduled program will complete successfully." The fas also documented that the patient tissue samples involved in this event were derived from one (1) processing run, which had been executed in retort a using the "8 hour protocols" with the start/end time & date of affected run(s) detailed as "start: 15:53 no end time due to 'start' not getting pressed verified by gui clicks on (B)(6) 2021". The tissue type and sizes of the affected patient tissue samples were detailed as: "breast core biopsy" and "0.9 - 1.6 cm core" respectively. On (B)(6) 2022, leica biosystems melbourne received information from the assigned leica field applications specialist-core histology that all patient cases involved in this event were diagnosable, and re-biopsy of a patient(s) had not been either recommended or performed.